Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited due to damage on instrument channel, the forceps could not be inserted smoothly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on instrument channel, the forceps could not be inserted smoothly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.